Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle 30gx1/2 in experienced a damaged or open unit seal/packaging where sterility was compromised. The following information was provided by the initial reporter: (B)(6) hospital complained that the package of the injection needle of lucentis leaked air.

Manufacturer narrative:
H6: investigation summary. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the needle 30gx1/2 in experienced a damaged or open unit seal/packaging where sterility was compromised. The following information was provided by the initial reporter: eye hospital complained that the package of the injection needle of lucentis leaked air.